Manufacturer narrative:
Sections with additional information as of 20-feb-2020: h6: updated FDA's method, result, and conclusion codes; h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the meter was not turning on when a test strip was inserted and that the low battery symbol displayed when the white dot was pressed. Customer stated she had obtained the meter six months ago and that the battery was never changed. During the troubleshooting, the meter had powered on using the power button but not when a test strip was inserted. The low battery symbol also displayed. At the time of the call the customer reported feeling nauseous, dizzy, weak, tired, had a slight headache, excessive thirst, and was hungry. Customer was instructed to call 911 and to seek medical attention.